Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they found that there was gap in the graph and reading was over 400 mg/dl. The customer stated that they had high blood glucose and treated with the insulin pump. The insulin pump will not be returned for analysis.